Event description:
The cardiac catheter. Procedure was conducted with fluoroscopic guidance. The vessel was predilated and wire advanced to the occluded right coronary artery. The stent entered the proximal vessel and would not proceed. The stent and balloon were withdrawn however the stent apparatus failed and the stent was stripped off the balloon in the vessel. The placement was confirmed via imaging. An exhaustive attempt was made to recover the stent but they were unsuccessful. The patient remained hemodynamically stable throughout the procedure and was ultimately transferred to another facility where different apparatus was available.